Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the ventricular rate histograms were missing/invalid. Verified histogram data is invalid and the quick look percent pacing result appears as question marks.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the patient received appropriate shocks the implantable cardioverter defibrillator (ICD) was checked and there was invalid data for histograms and percent pacing. Disk analysis indicates the invalid data was due to a bit flip. The data will likely be available for the next interrogation. The device remains in use. No patient complications have been reported as a result of this event.